Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2 failed to open. After a reboot, the door was able to open, close, and lock however, when the user attempted to retrieve medications, the drawer remained grayed out and continued to fail to open repeatedly. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door failed. The field service engineer (fse) dialed into the station remotely and contacted the customer. The customer successfully recovered the failed hardware using the recover storage space tool. The system functioned as intended after the field service engineer (fse) resolved the issue.